Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that transtelephonic monitoring showed that the atrial pulse was possibly capturing the ventricle. Lead dislodgement was suspected. The right atrial lead was re- moved and replaced.